Event description:
The device was returned as it was reported that the pump had flow issue and there was no alarm when the occlusion test was performed. The results of the investigation confirmed that the device does not occlude in the occlusion test.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no service within the previous 12 months. Visual inspection was performed. Functional testing replicated the reported issue, confirming that the device did not occlude during occlusion testing. The reported flow issue could not be replicated, as delivery accuracy testing performed multiple times remained within specification. The root cause could not be definitively determined. Corrective actions included replacement of the dso sensor, dso seal, camshaft, hub gear, valves, and explusor. The device was calibrated and subjected to performance verification testing. Following repair, the device passed all functional and performance testing within specification and was returned to standard configuration.